Event description:
Information received from the field notes that the patient was seen for a follow-up after complaining of palpitations while lying on his left side. Test results showed that the pacing threshold was intermittent 4.0v and while the patient was on his left side, diaphragmatic stimulation was noted. An x-ray showed that the lead was in close proximity to the diaphragm. During lead repositioning, the helix was damaged.